Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that months ago the native bone flap was implanted after the initial decompressive craniotomy, and that too did not fit well.

Event description:
It was reported that months ago the native bone flap was implanted after the initial decompressive craniotomy, and that too did not fit well.

Manufacturer narrative:
The reported event could not be confirmed, because the complained devices were not returned for investigation and not enough information was provided. For this specific event no lot number was provided and a review of the associated manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) can not be performed. Therefore it is also not possible to determine the total quantity released for distribution within the affected lots. To gain more information about the complained event, the checklist ¿infection complaints ¿ checklist customer¿ (cmfqf 13-003) was forwarded to the customer, however no response was provided. Additionally the ¿infection complaints ¿ checklist investigator¿ (cmfqf 13-002) has been completed for the affected product: for infection complaints expanded investigations are performed to assure that neither the complained device nor all related manufacturing process steps could have caused the event. Sterilization validations do exist and cover the affected, unsterile products. The sterilization parameters within the IFU match with the validated parameters from the test reports. The routine monitoring of organic and inorganic residues as well as the routine monitoring of bioburden, endotoxine and cytotoxicity was checked and the results of all performed tests are conform to specification. Additionally the process fmea (pfmea) was checked, possible root causes were identified and evaluated. Furthermore existing quality assurance agreements were reviewed for the anodization of the plates. Indications for any device or manufacturing related problem were not found. The information provided was not sufficient to determine the complaint root cause. According to the corresponding rmf possible complaint root causes are: ¿ local present infection in patient prior surgery. ¿ damage of sterile barrier after clinical reprocessing (wrap) . ¿ inappropriate sterilization parameter/method/wrapping/drying used. ¿ inappropriate loaded set (e.g. Overloaded). ¿ repeated use in more than one patient. Based on the investigation including a statistical evaluation and the results obtained with the ¿infection complaints ¿ checklist investigator¿ there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.